Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2016, patient experienced ongoing right sided lower abdominal pain which was relieved by narcotic analgesia. Patient was commenced on oral antibiotics cephalexin 250mg qid for 5 days as a precaution. Multiple laboratory blood tests were done. The peg tube site was clean and dry with no swelling or redness. On (B)(6) 2016, report indicated that the results of blood tests showed elevated inflammatory markers. Patient's oral antibiotic was changed to tazocin 1gm three times a day intravenous. Additional information on (B)(6) 2016 indicated, the patient was still in hospital following peg-j insertion. The pain developed after the insertion of the intestinal tube and started to resolve after the patient had received the intravenous antibiotics. Of note, the patient had an appendectomy many years prior to this event.

Manufacturer narrative:
Reference record: 899386. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.